Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, the event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Mdrs related to this patient: 2029214-2018-00638, 2029214-2018-00639. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of post-pipeline flex intracranial hemorrhage. The patient underwent placement of a pipeline flex in the treatment of a 2cm basilar artery aneurysm. It was reported that post-procedure, the patient experienced ventricular delayed hemorrhaging. The physician hypothesized that the hemorrhage was due to either plaque not visible on CT or due to a small dissection that was procedure related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.